Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing. Fluoroscopy confirmed the lv lead had dislodged. A revision procedure was performed and the lv lead was explanted and successfully replaced due to the patient's coronary sinus anatomy and target vessel. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the complete lead was performed. Setscrew marks were noted on the terminal pin and ring. Dried blood in the tip region of the lead was confirmed which would not allow for a stylet to be inserted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.